Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), access to the high end of the bile duct was obtained. A cook d.a.s.h. Dometip double lumen sphincterotome was used for sphincterotomy with the preloaded wire guide in place. They then switched to an 0.018 inch wire guide that is made by a different company. The wire guide pierced through the side of the sphincterotome. The cutting wire became dislocated [cutting wire securing component disconnected from the distal end of the sphincterotome catheter]. Another of the same device was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved confirmed that the cutting wire has disconnected from the catheter at the distal end. Due to the disconnection of the cutting wire, the sphincterotome will not respond to bowing when the handle is manipulated and the device is no longer operational. The securing component and small section at the bottom are still attached to the cutting wire at the area of disconnection therefore we can conclude no section of the device is missing. The cutting wire exhibits evidence of a cautery application (discoloration of the cutting wire was observed). The area where the tip of the cutting wire has disconnected from the catheter appears torn. The shrink tubing and outer catheter have separated at the base of the handle. The tubing has moved approx 8mm. A wire guide made by another manufacturer was utilized during the procedure. A dimensional verification of the outer diameter of the returned wire guide was conducted, confirming a .018 wire guide. The wire guide remains inside the wire guide lumen and is unable to be removed. A close visual examination of the wire guide lumen was unable to detect wire guide penetration of the catheter as reported. However, the tip of the wire guide has unraveled and stretched approx 22.5cm inside the wire guide lumen. No section of the wire guide is missing. The device history record for the lot number said to be involved was reviewed. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Cutting wire securing component separation: separation of the cutting wire securing component and the catheter can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user not to over flex or bow the tip beyond 90 degrees, as this may damage the sphincterotome. This type of damage can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." If the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and additional pressure is applied, this could have contributed to separation of the catheter and cutting wire securing component. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. The user is also instructed to advance the sphincterotome through the accessory channel of the endoscope in short increments. This activity will aid in device preservation. Other factors that can contribute to separation of the cutting wire securing component and the catheter include manipulating the handle with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the pre-curved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Handle catheter separation: if the sphincterotome handle receives added pressure when removing the sphincterotome from the accessory channel of the endoscope, this can contribute to catheter and handle separation. This can also occur if the sphincterotome experiences excessive pressure during use or general handling. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. The user is also instructed to advance the sphincterotome through the accessory channel of the endoscope in short increments. This activity will aid in device preservation. Wire guide damage: the .018 wire guide utilized during the procedure has a metal coil spring tip. Precautions listed in the instructions for use for this sphincterotome are: if a non protected wire guide is used in the sphincterotome, it must be removed prior to applying electrosurgical current. The instructions advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include flushing the wire guide holder with 30cc of sterile water prior to removing the wire guide from the holder, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to resistance in cannulation. The instructions for use caution the user that use of a coated wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide. The instructions for use direct the user to exchange compatible wire guided accessories over the wire guide. If these instructions are not followed, this can contribute to this occurrence. Prior to distribution, all d.a.s.h. Dometip double lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end respond to handle manipulation. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.